Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 11/7/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During visual evaluation of the sample, some creases were observed on the posterior view. Within one of the creases was noted a tear measuring approximately 0.1 cm. No other anomalies were observed.these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: deflation. Concomitant products: 425cc mentor smooth round moderate profile catalog: 3501670 lot: 5972431 serial number:(B)(4). Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) black female patient who underwent primary breast augmentation surgery with a 425cc mentor smooth round moderate profile experienced left sided deflation post procedure. Patient reported that her left breast deflated after working out. As a result, patient had undergone bilateral removal and replacement with sientra (non-mentor) breast implants on (B)(6) 2019.